Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 550 mg/dl because customer not being on the pump or sensors. Customer declined with troubleshooting for high blood glucose. Customer was not on their sensor at the time or automode. The device will not be returned for analysis.